Event description:
During preparation for and during cardiopulmonary bypass, the air detection sensor could not be reset, requiring it to be removed from service. There was no reported adverse consequence to the patient as a result of this event.